Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5: describe event or problem - correction. H2: type of follow up- correction. Concomitant medical product name- additional information- correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.